Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/31/2023. An investigation was conducted on 10/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. A microscopic inspection was conducted. The clear silicone insulation of the cold jaw was observed to be intact with no visual defects. The insulation was observed to be peeled and detached from the tip of the hot jaws. The detached silicone was not returned for investigation. The heater wire was observed to be twisted away from the base of the hot jaw and detached from the tip of the jaw. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire", as well as the analyzed failure "peeled; jaw/delaminated" was confirmed. The lot # 3000339321 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 wire within the jaws was protruding from the device. It was not used in the patient procedure. Another kit was opened to successfully complete the procedure. 2 minute delay. No patient injury.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.